Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for the conc ict diluent lot number 46187un23. Ticket trending review did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the conc ict diluent for lot 46187un23 was identified.

Event description:
The customer observed a falsely elevated potassium result generated on the architect c16000 processing module for multiple samples that were not reported out of the laboratory. The following data was provided (customer provided normal range: 3.5 to 5.3 mmol/l): sid (B)(6) initial result = 8.0 mmol/l, repeat on another architect = 4.6 mmol/l. Sid (B)(6) initial result = 7.0 mmol/l, repeat on another architect = 3.6 mmol/l. Sid (B)(6) initial result = 9.9 mmol/l, repeat on another architect = 4.2 mmol/l. Sid (B)(6) initial result = 9.7 mmol/l, repeat on another architect = 4.3 mmol/l. Sid unknown initial result = 8.9 mmol/l, repeat = 4.7 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated potassium result generated on the architect c16000 processing module for multiple samples that were not reported out of the laboratory. The following data was provided (customer provided normal range: 3.5 to 5.3 mmol/l): sid u430g224 initial result = 8.0 mmol/l, repeat on another architect = 4.6 mmol/l. Sid u430c551 initial result = 7.0 mmol/l, repeat on another architect = 3.6 mmol/l. Sid u501f734 initial result = 9.9 mmol/l, repeat on another architect = 4.2 mmol/l. Sid u501c468 initial result = 9.7 mmol/l, repeat on another architect = 4.3 mmol/l. Sid unknown initial result = 8.9 mmol/l, repeat = 4.7 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(4) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.